Event description:
Additional information received indicates that the patient also had bacteremia and the pocket was opened up and irrigated with antibiotic solution. There were no additional adverse patient effects reported. The right atrial (ra) lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted.